Manufacturer narrative:
Date of event: exact date unknown, event occurred about three months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at the ipg site, and therefore underwent an explant procedure. The explanted ipg was kept by medical facility.